Manufacturer narrative:
The unruptured saccular aneurysm neck was 4.7mm, and the neck to sac ratio was 4.7mm:26.7mm. The parent vessel size diameter proximal was 3.0mm and distally was 3.0mm. Mrs before the procedure was 2, and 6 after the procedure. Antiplatelet therapy included aspirin 200mg/day: (B)(6) 2011, 100mg/day: (B)(6) 2011. Clopidogrel sulfate 300mg/day: (B)(6) 2011, 75mg/day: (B)(6) 2011. Heparin 4000u was administered intra-procedurally. The act was 151 seconds pre anticoagulation and 328 seconds post anticoagulation. No information regarding inr, pt, and ptt. The occlusion rate of aneurysm was 98% after the procedure. Prior to implanting the vrd, a launcher guide catheter (medtronic), chaperon guide catheter (terumo), prowler microcatheter ((B)(4)/lot # unknown), traxcess guidewire (terumo) were utilized. Other devices utilized during the procedure were, excelsior sl10 microcatheter, excelsior 1018 microcatheter, radifocus gt (terumo), x-pedion coil (ev3), axium (ev3) (x 20), gdc18 360°/bs, (total 5), v-track/terumo (total 11), presidio/micrus (total 5), deltaplush/micrus (total 13) no further information is available and procedural images are not available. The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Lake region and cordis lot number 01426711. Per lake region report (B)(4) lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01426711. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days upon receipt.

Event description:
The report from clinical study japan pms enterprise for patient with ID (B)(4) indicated that the index procedure was coil embolization assisted with and enterprise vrd ((B)(4)) of the left posterior communicating artery, and an hour after the procedure, the patient had a ruptured aneurysm in inter carotid-posterior communicating artery. The exact location of the ruptured aneurysm was unknown. As a bail out, the patient underwent the external ventricular drainage but despite that, the patient died from subarachnoid hemorrhage. According to the physician, the relationship of the event to the procedure was unknown and to the vrd was also unknown. No product malfunctions were noted. During the procedure, angiography was conducted. Angiograms and diagnostics imaging was performed during the event and the aneurysm that ruptured was the same aneurysm that was treated. During the event, the enterprise stent was patent, and fully expanded, appose to the vessel wall and in a stable position.

Manufacturer narrative:
The report from the clinical (B)(4) study indicated that an hour after an enterprise vrd (enc452812/01426711) assisted coil embolization, the treated internal carotid-posterior communicating artery aneurysm ruptured. The exact location of the ruptured aneurysm was unknown. As a bail out, the patient underwent the external ventricular drainage but despite that, the patient died from subarachnoid hemorrhage. According to the physician, the relationship of the event to the procedure was unknown and to the vrd was also unknown. No product malfunctions were noted. During the procedure, angiography was conducted. Angiograms and diagnostics imaging was performed verifying that the rupture was the same aneurysm that was treated. During the event, the enterprise stent was patent, and fully expanded, apposed to the vessel wall and in a stable position. The patient was a female of (B)(6) with no medical history. At baseline the unruptured saccular aneurysm neck was 4.7mm, and the neck to sac ratio was 4.7mm:26.7mm. The parent vessel size diameter proximal was 3.0mm and distally was 3.0mm. Mrs before the procedure was 2. Antiplatelet therapy included aspirin 200mg and clopidogrel 300mg/day beginning four days pre-procedure until the post procedure rupture. Heparin 4000 units was administered intra-procedurally with an act of 151 seconds pre anticoagulation and 328 seconds post anticoagulation. There is no information regarding inr, pt, and ptt. A total of 54 coils were placed (axium/ev3 x20, gdc18 360 degrees/bs x5, v-track/terumo x11, presidio/micrus x5, deltaplush/micrus x13. The occlusion rate of aneurysm was 98% after the procedure. No further information is available and procedural images are not available. The stent remains implanted. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01426711. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Aneurysm rupture is a known potential adverse event associated with the use of the enterprise vrd in the intracranial vasculature and aneurysm embolization procedures as outlined in the instructions for use. These procedures are performed in vessels with existing aneurysms and known vessel wall weakness. With review of the information there is no clear relationship of the rupture and the enterprise vrd. Vessel characteristics and procedural factors are possible factors that may have contributed to the aneurysm rupture. There is no indication that the event is related to any enterprise design, manufacturing, or performance issue. Therefore, no corrective actions will be taken at this time.